Event description:
The customer reported that a patient suffered brain damage due to loss of oxygen. The alarm on the monitor had been silenced therefore the staff were unaware of the patient's oxygen saturation levels falling.

Manufacturer narrative:
(B)(4). The customer reported that a patient suffered brain damage due to loss of oxygen. The alarm on the monitor had been silenced therefore the staff were unaware of the patient's oxygen saturation levels falling. The customer would like someone to advise him about how the philips multi-measurement module (mmm) for intellivue ((B)(4)) and m-series ((B)(4)) patient monitors works. The user requested for someone to explain the functions of the monitoring equipment and additionally that the alarm on the monitor has been silenced confirms that there has been no product malfunction, rather a faulty operation caused by the user. Product labeling ((B)(4)) describes the function of - alarm settings (pg 36): silence/reset: use this to stop the audible alarm signal, and to reset alarm indicators for measurements that are no longer in an alarm condition. - silence/reset has been activated (pg 53): - alarm condition is present: audible alarm silenced. Audible alarm re-sounds every 1, 2 or 3 minutes if configured. Visual alarm message shown and numerics blink. - alarm condition no longer present: audible and visual alarms and blinking numerics reset. Additionally the labeling (part number (B)(4) pg 69) describes close personal surveillance: warning - do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.